Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with vnus tubing kit x15. The customer states that pushing on the pedal created pressure on the tubing which caused the tubing to break.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.